Event description:
It was reported that filter retrieval difficulty occurred. During the saphenous vein graft (svg) procedure, a 190 cm filterwire ez was placed to the distal portion of the lesion. Two lesions were stented. A 3mm x 12mm non bsc stent was implanted in the distal area. Another 3mm x 18mm non bsc stent was implanted in the proximal lesion these were not overlapping lesions. They attempted to capture the filterwire with the retrieval sheath but were not able to fully capture the basket. The physician pulled the wire with the wire loop hanging out of the retrieval sheath. The filterwire was removed and hooked onto the proximal stent and pulled the stent out of the vein graft. The device was removed from the body and it was thought to be physically tangled up with the stent. When the stent was removed, the graft was visualized under fluoroscopy and the graft looks fine. There was no problem nor dissection noted. The procedure was completed by using a non-bsc embolic protection wire down the vein graft and placement of a 3.50 x 28 larger size non bsc stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The protection wire and the retrieval sheath were returned inside a plastic bag, then inside a filterwire box, all were packed inside a double plastic bag. The delivery sheath was not returned. During visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found wavy and had been stretched approximately 1cm on its proximal portion. Approximately 59cm of the distal portion of the wire was found sticking out of the retrieval sheath, when measured from the distal tip of the protection wire. The filter bag was found deployed. A small tear was found on the tip. Blood was found on the inside of the retrieval sheath and the filter bag. A 7.5cm portion of the stent was found attached to the loop coil of the protection wire. The sheath was found wrinkled approximately at 28cm, when measured from the distal end of the retrieval sheath. The sheath was found kinked at 89.5cm, and curved at 90.5cm, 105cm, and 142cm, when measured from the distal end of the retrieval sheath. The wire was found kinked approximately at 112cm, and 133cm, when measured from the distal tip of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that filter retrieval difficulty occurred. During the saphenous vein graft (svg) procedure, a 190 cm filterwire ez was placed to the distal portion of the lesion. Two lesions were stented. A 3mm x 12mm non bsc stent was implanted in the distal area. Another 3mm x 18mm non bsc stent was implanted in the proximal lesion these were not overlapping lesions. They attempted to capture the filterwire with the retrieval sheath but were not able to fully capture the basket. The physician pulled the wire with the wire loop hanging out of the retrieval sheath. The filterwire was removed and hooked onto the proximal stent and pulled the stent out of the vein graft. The device was removed from the body and it was thought to be physically tangled up with the stent. When the stent was removed, the graft was visualized under fluoroscopy and the graft looks fine. There was no problem nor dissection noted. The procedure was completed by using a non-bsc embolic protection wire down the vein graft and placement of a 3.50 x 28 larger size non bsc stent. No patient complications were reported and the patient's status was fine.